Event description:
Based on the information received on 23-jan-2018 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referred with (B)(4) (cluster). This unsolicited case from united states was received on 07-dec-2017 from physician. This case concerns a (B)(6) female patient who received treatment with synvisc one on the same day had pain throbbing and later after unknown latency had swelling, throbbing, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Patient had history of c-section, tonsillectomy, arthroscopy, root canal treatment, adrenal gland removal, vertigomeniere's disease, fatigue, hearing loss and wears glasses. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021 and expiration date: may- 2020) for osteoarthritis. Pain began the same night. On date an unknown in 2017, unknown latency after receiving synvisc one injection, patient had swelling. Corrective treatment: not reported for both events. Outcome: recovered for swelling, throbbing; unknown for other events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 23-jan-2018. Medical history was added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-dec-2017: this case concerns a female patient who synvisc one injection for osteoarthritis from the recalled lot. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.